Manufacturer narrative:
D10 concomitant products: - logic fit/rbk augment 1/2 block rl/lm sz5 10mm (cat# 02-012-50-5014 / serial# (B)(6)) - tru fluted stm ext 18mm x 80mm blast (cat# 02-012-64-1880 / serial# (B)(6)) - logic cc femoral size 4, left (cat# 02-010-06-0240 / serial# (B)(6)) - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)) - tru fluted stm ext 16mm x 80mm blast (cat# 02-012-64-1680 / serial# (B)(6)) - truliant tib fit tray cem sz 4f / 5t (cat# 02-022-45-4050 / serial# (B)(6)) - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044) patient ID: (B)(6) + left knee. 9/27/24: attached legal short form. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. As reported by the legal team, approximately 4.1 years post initial left tka, the 59 year old male patient had a revision due to premature poly wear and poly recall with osteolysis and loosening of the femoral and tibial components. During revision surgery, it was found to be a clean wound with clear synovial joint fluid. There were found to be grossly loose femoral and tibial components that were easily removed with a bone tamp. There was also found to be a well-fixed patellar button. There was a moderate amount of polyethylene wear, both visibly and palpable on the tibial polyethylene component. There was encapsulated polyethylene debris within the synovium and a complete synovectomy was performed. Patient was revised to competitors devices. The patient was awakened and transferred to recovery in stable condition. The devices are not available for evaluation. Concomitant products: - logic fit/rbk augment 1/2 block rl/lm sz5 10mm (cat# 02-012-50-5014 / serial# (B)(6)) - tru fluted stm ext 18mm x 80mm blast (cat# 02-012-64-1880 / serial# (B)(6)) - logic cc femoral size 4, left (cat# 02-010-06-0240 / serial# (B)(6)) - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)) - tru fluted stm ext 16mm x 80mm blast (cat# 02-012-64-1680 / serial# (B)(6)) - truliant tib fit tray cem sz 4f / 5t (cat# 02-022-45-4050 / serial# (B)(6)) - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k171045.